Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Non-stryker repair is a known cause of the failure.

Event description:
It was reported that prior to a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that prior to a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.